Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 176 mg/dl and 421 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 182 mg/dl and 375 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.